Event description:
It was reported that a transient ischemic attack (tia) occurred. A left atrial appendage closure procedure was performed and a 20mm watchman flx left atrial appendage closure device was implanted. The patient was discharged on novel oral anticoagulants for 45 days. At the 45-day follow-up, no thrombus or leaks were noted. In (B)(6) 2022, the patient presented with a mild tia. A scan of the head was conducted, and no evidence of thrombus was noted. The patient was put back on plavix and made a full recovery.